Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japanese affiliate, approximately 9 years and 7 months post transfemoral tavr procedure with a 23mm sapien xt valve in the native position, the patient has heart failure symptoms. Another 2 months later, the patient was transferred from another hospital and diagnosed with heart failure. Echocardiogram confirmed moderate transvalvular regurgitation. An emergency valve in valve procedure was performed without complication.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received from edwards lifesciences implant patient registry (ipr). Sections b4, b5, g3, g6, h2 have been updated. The investigation is ongoing.

Event description:
Additional information received: the valve in valve procedure was performed with a 20mm sapien 3 ultra resilia valve.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of central leak was unable to be confirmed due to unavailability of relevant medical records and imagery. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation, which develops progressively over time, can be due to a number of issues, including patient related factors or structural deterioration such as calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion and leading to abnormal coaptation. Due to the limited information provided, including lack of patient history, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.